Event description:
This customer obtained a low potassium result on the aeroset analyzer. A result of 2.8mmol/l was reported out of the lab. The lab then reran the sample and a result of 4.6mmol/l was obtained. The sample was also run on a second analyzer which produced results that matched the repeat result of 4.6mmol/l. The corrected result was immediately reported. There has been no report of impact to the pt or pt management.